Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Performed a visual inspection of the item returned. Unable to verify item/lot information as there were no product markings on the device and no packaging was returned. The device shows signs of wear and tear with scratches, nicks, and gouges across the entire surface. Measured character a and character b on the print and both were in spec. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: femoral head +0x22mm dia; item#00801802202; lot#63436344. G2- spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that three months after initial surgery, the patient underwent revision surgery due to dislocation. The head and insert were revised. Due diligence is in progress for this event; to date no further information has been provided.